Event description:
It was reported that approximately 3 months post-operatively a yukon oct polyaxial screw shank fractured at the tulip head and shank junction at t1. Revision surgery has not been performed at this time.

Manufacturer narrative:
Device remains implanted.

Event description:
A company representative reported that a patient was revised approximately 3 months after implantation to address two fractured yukon polyaxial screws at t1. This report is for the first screw.

Manufacturer narrative:
H6 codes have been updated to reflect conclusion of the investigation. H3 other text : no product returned.